Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned by the customer for investigation. The device history records for the lor syringe were reviewed with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of difficulty finding loss of resistance could not be determined based upon the information provided and without a sample. The supplier was contacted as a result of an increase in complaints for syringe part kz-05501-002. The supplier was provided with allegedly defective samples from previous complaints. The defect could not be confirmed. However, as a corrective/preventative action the supplier agreed to increase the minimum od specification effective immediately. Based on the lot number of the lor syringe in the kit reported, this complaint is in reference to a syringe that was manufactured prior to the supplier's change.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and no leaks were detected. The reported complaint of a leak from the lor syringe could not be confirmed based on the sample received. The returned sample passed a functional leak test. A device history record (DHR) review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample.

Event description:
The customer alleges that the syringe did not preserve the resistance during pressure on the syringe plunger. No clinical consequences to the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the syringe did not preserve the resistance during pressure on the syringe plunger. No clinical consequences to the patient.

Event description:
The customer alleges that the syringe did not preserve the resistance during pressure on the syringe plunger. No clinical consequences to the pt.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The customer alleges that the syringe did not preserve the resistance during pressure on the syringe plunger. No clinical consequences to the patient.